Event description:
It was reported that a minimum fill notification occurred after reloading a cartridge on the pump. Customer's blood glucose level was 114 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.